Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer reported to have replaced the graphic user interface (gui) pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.